Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. On checking the fse found the autofill failure. The fse found the compressor was not working properly and replaced it. The iabp was run for one hour and functioned properly. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.